Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2020. Event date and event month were not reported. The lot/ batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information and the device. To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent: were there any patient consequences? If yes, please describe. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.

Event description:
It was reported that during an unknown procedure, the clip didn't form. There was no delay to the surgery. It is unknown how the procedure was completed. Patient consequence was not reported.